Event description:
Customer reported the system was displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the system interface board. System operates as intended.